Event description:
A (B)(6) male pt contacted zoll customer support. Electrode belt (B)(4) was reported to have trunk connector and cable damage and was unable to connect to a monitor and power up. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The alleged problem (electrode belt cable and connector were damaged) has been confirmed. Pt admitted that pt's dog chewed on belt connector cable. The cause for the damaged cable and connector cannot be positively determined but was likely the result of pt's dog chewing device. No adverse event resulted from the defective electrode belt connector and cable. The pt received a replacement electrode belt.